Manufacturer narrative:
The MFR did not receive device, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored. The cause for the upcoming revision surgery has not been provided. Since implantation date has not been provided this case might be related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and/or the device(s) be returned for eval an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durum acetabular cup. It was reported by patient's counsel that his client received an implant (exact date not provided) and a revision surgery is being planned. The reason for upcoming surgery has not been reported.